Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. No unexpected button error alarm noted during testing. The following cosmetic damage was noted: minor scratches on the lcd window and cracked reservoir tube lip. Pump also displayed normal operating currents.

Event description:
The customer reported via phone call that the insulin pump alarmed button error when she installed a new battery. Customer does not recall any significant events leading to the error. Customer's blood glucose was 200 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per her doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.